Event description:
The power cord, used as an accessory to the device, experienced thermal damage. From co evaluation of the power cord, it was concluded that the molded female connector had separated from the cord, and appears to have been abused beyond its reasonable intended usage. The device was reported to be in use at the time of the failure. There was no user injury indicated. Testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords.